Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: primary or secondary tubing with texium ends would start leaking from the connection point. Leaks would regardless of how tight the connection was secured. Lot numbers secondary set used by cci pharmacy (25095250) primary line set used by infusion rns (25085817). Outcomes 1 patient had hazardous drug spill onto their shirt. It was promptly cleaned and rinsed. All patients who experienced leakage from tubing did not receive 100% of their dose.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.